Event description:
The hospital reported they experienced a total loss of image during a procedure. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation revealed evidence of fluid invasion in the electrical connector and body control unit which most likely caused the user's experience. Olympus attributed these phenomenons to improper reprocessing of the device.